Manufacturer narrative:
PMA/510(k)#: p100022/s001. The ziv6-35-125-6.0-60-ptx stent of lot number c777742 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. It was confirmed that images would not be available to support the complaint investigation. Available information stated that the patient had pre-existing conditions including hypertension, hypercholesterolemia, diabetes (type ii) and was a previous smoker. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. Due to lack of imaging no other comments can be made. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It may be noted that restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided pta was performed and the patient recovered. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
<Right leg> on (B)(6) 2012: ziv6-35-125-6.0-120-ptx / c778568 x 2 + ziv6-35-125-7.0-120-ptx / c777751 x 1 were placed from the right sfa to pop. Artery above the knee. Either (B)(6) 2015: restenosis at +/- 5mm of the ptx stent(s) was confirmed. (The rpn or lot number of the re-stenosed device(s) cannot be determined.) Either (B)(6) 2015: pta was performed. Either (B)(6) 2015: the patient recovered. <left leg> on (B)(6) 2012: ziv6-35-125-6.0-120-ptx / c778924 x 1 + ziv6-35-125-6.0-120-ptx / c778569 1 + ziv6-35-125-6.0-60-ptx / c777742 were placed in the left sfa. Either (B)(6) 2015: pta was performed. Either (B)(6) 2015: the patient recovered. As six zilver ptx stents are suspected as involved in this complaint a separate report has been submitted for each suspect device. This report relates to one zilver ptx device of lot # c777742 that is indwelling in the patients left leg. Reference also related reports 3001845648-2015-00273, 3001845648-2015-00274, 3001845648-2015-00275, 3001845648-2015-00276 and 3001845648-2015-00277.

Manufacturer narrative:
This follow up report is being submitted to cancel the initial report submitted. The initial information received stated the patient received additional treatment on both the (B)(6) 2015 on his left leg. A separate report was submitted for each event date. Additional information received confirmed the date of event to be (B)(6) 2015 only. This patient did not receive additional treatment on two separate dates. Therefore this pr is cancelled as no event occurred for this patient on the (B)(6) 2015.

Event description:
This follow up report is being submitted to cancel the initial report submitted. The initial information received stated the patient received additional treatment on both the (B)(6) 2015 on his left leg. A separate report was submitted for each event date. Additional information received confirmed the date of event to be (B)(6) 2015 only. This patient did not receive additional treatment on two separate dates. Therefore this pr is cancelled as no event occurred for this patient on the (B)(6) 2015.